Manufacturer narrative:
Updated fields: b4, b6, b7, d10, d11, g4, g7, h2, h6, h10. The supplier returned the front end board to the national repair center (nrc). The supplier could not verify the failure of the unit unexpectedly shutting down with an audible alarm. The board passed their testing. A senior repair technician inspected the front end board and no visual damage was observed. The technician then installed the front end board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure. The supplier returned the executive processor board to the national repair center (nrc). The supplier could not verify the failure of the unit unexpectedly shutting down. The board passed their testing. A senior repair technician inspected the executive processor board and no visual damage was observed. The technician then installed the executive processor board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure. There were 3 defective boards on this complaint as stated in mfg follow-up #3 that were returned to their respective suppliers. Two of them were returned as stated above. The back plane board is the remaining board which still is with its supplier. In addition, the getinge field service engineer (fse) that originally returned the defective parts to the nrc, reported that the iabp was evaluated and was unable to reproduce the reported issue. Connections were checked, however, the issue could not be reproduced. The fse then ran the system for 20 days, and could not reproduce the problem, so, as a preventive measure, the front end board, executive processor board and the back plane board were replaced. A supplemental report will be submitted when pertinent information is received.

Event description:
N/a.

Manufacturer narrative:
The following additional investigation was performed at nrc (B)(6). 2021 of the back plane board. The nrc received the pcb,backplane rohs, from the supplier. The supplier verified the failure and replaced component r19 which had a "component chip off". The supplier replaced r19. The board passed testing. Inspection of the board was completed per procedure with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the nrc per procedure.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sounded an alarm then stopped pumping. After restarting, the iabp worked properly but was switched to avoid risk.. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sounded an alarm then stopped pumping. After restarting, the iabp worked properly but was switched to avoid risk.. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The national repair center (nrc) inspected the front end board, the executive processor board and the back plane board, with no visual damage observed. The nrc installed all three boards into the cardiosave test fixture and tested the boards to factory specifications per procedure. Testing began with the unit pumping for 8 days, 8 hours a day for a total of 64 hours. The nrc could not verify the failure of the unit unexpectedly shutting down with an audible alarm. The error logs were also checked and code 106 was not observed. The boards passed testing, and were sent to their respective suppliers per procedure. A supplemental report will be submitted when pertinent information is received.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sounded an alarm then stopped pumping. After restarting, the iabp worked properly but was switched to avoid risk.. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sounded an alarm then stopped pumping. After restarting, the iabp worked properly but was switched to avoid risk.. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected defective part was received at the nrc for failure investigation. A supplemental reprot will be submitted when the evaluation has been performed.